Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 283 mg/dl and 105 mg/dl, 249 mg/dl and 109 mg/dl, 179 mg/dl, 111 mg/dl, and 77 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.